Event description:
It was reported that the fixing screw that holds the monitor in place came loose and the monitor fell off from the anesthesia system. This occurred during a routine inspection. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The following corrections have been made based on the new information received from our field service engineer. Section d; d1 brand name: flow-e anesthesia system d4 version or model #: 6887900 d4 serial#: (B)(6) d4 unique identifier (UDI) #: (B)(4) section h; h4 manufacture date: 2021-11-30.

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer (fse) found that the touchscreen on the monitor had been damaged, it was replaced with a new touchscreen, which resolved the issue. Following this, the anesthesia system was returned to the customer in good working condition. It is essential to apply the specified tightening torque (in newton meters) to the monitor mounting screws to ensure stability under load and continuous movement. Our conclusion, based on the available information, is that the corrective measures resolved the reported issue. However, the underlying cause of the loose screws could not be determined.